Manufacturer narrative:
Section h10: (h3) pending evaluation.

Event description:
It was reported that a revision was done where the liner was dissociated from the tray. It was a 46 mm liner that was implanted four years ago. I kept the implants.

Manufacturer narrative:
H3: the revision reported may have been the result of incomplete seating of the liner during implantation, bone impingement, patient-related conditions, an unreported post traumatic event, or any combination of these possibilities, which led to humeral liner disassociation/disassembly. However, this cannot be confirmed as the device was not returned for evaluation, and images, radiographs, and product information were not provided. Correction: h6 problem code. Additional information: d1, d4, g4, h4.